Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain with swelling manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast reconstruction revision with two 555cc mentor memoryshape gel breast implants, suffered right breast implant rupture and chronic left breast pain with swelling, post-operatively. Left side pain has been resolved. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis.